Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The non totally occluded, de novo, concentric target lesion was located in the mildly tortuous and non calcified left circumflex artery. After a non bsc guide wire crossed the lesion, an unspecified balloon catheter was advanced for predilation. Then a 2.50mm x 38mm promus element ¿ long stent was advanced and crossed the lesion despite the resistance encountered due to mid calcification. The stent was able to be deployed however post deployment, it was noted that there was a dissection at the distal site of the lesion. Another "small unit" of promus element stent was deployed to cover the dissection and post dilation was done using an unspecified balloon catheter. No further patient complications were reported. The patient¿s status was stable and was responding well to medicines.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).